Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. After charging the pump, the pump was able to turn back on. The customer's blood glucose level was not impacted.